Event description:
It was reported that sometime post a port placement, the port allegedly leaked. It was further reported that the catheter allegedly migrated to the ventricular level. Reportedly, the migrated catheter segment was removed. The patient is reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI implantable port attached to a groshong catheter in two segments was received for evaluation. Gross examination, visual, tactile and functional testing were performed. Three electronic photos were provided for review. The edges of the complete circumferential break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other region. Therefore, the investigation is confirmed for the reported fracture, material separation and fluid leak. However, the investigation is inconclusive for the reported migration issue as the exact circumstance at the time of the event reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 07/2026), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly leaked. It was further reported that the catheter had allegedly migrated to the ventricular level. Reportedly, the migrated catheter segment was removed and the port was removed as well. The patient is reported to be stable.